Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed. The receiver log was downloaded and no data was provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional.